Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal didn¿t deploy properly and it was unable to stop bleeding. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The delivery device was returned outside the loading device. The seal and tension spring assembly remained inside the loading device. Traces of blood were observed on the loading device. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. The seal and tension spring assembly was taken out from the loading device for inspection. A microscopic evaluation of the seal and tension spring assembly was conducted. No cracks or delamination of the seal were observed. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.49 in. The values recorded were within the tolerance specifications. Based on the returned condition of the device and the results of the investigation, the reported complaint for "failure to deploy" was not confirmed. The analyzed failure mode "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal didn¿t deploy properly and it was unable to stop bleeding. The hospital did not report any patient effects.